Manufacturer narrative:
The reported complaint was confirmed. Multiple diligence attempts for parts return on the parts replaced were unsuccessful so no further evaluation could be done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: according to the information available, during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2019, the perfusion team had two roller pumps stop during a procedure. This occurred at the same time. The information available states that there was no alarm from the system. Both of these pumps were four inch pumps, so it is assumed that they were used for either as a cardioplegia (cpg) pump, a sucker pump or a roller pump. Both of the pumps were able to be re-enabled by pressing the stop/start button. Additional information from the biomed states that after the above procedure, he replaced a network interface card (nic) assembly, two pump cables, and three fuses on the power manager board, and that the heart lung machine (hlm) ran for a period of four hours without fail and then again for eight hours without fail, and has been returned to normal use. It is not know what location the pump was used in, nor what tubing was loaded within the raceway. The incident did not delay the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
Updated block: event description.

Manufacturer narrative:
Per the user facility's biomedical technician (bmet), after replacing the network interface card (nic) assembly, two pump cables and three fuses on the power manager the reported issue was resolved. The pump ran for several days without any issues. (B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump stopped. The unit was restarted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.